Event description:
It was reported that following the implantation of the mesh, there was a subcutaneous seroma, swelling at the site of the former hernia without pain, inflammation with pus in the pelvic area, a hard but painless left abdomen, and a scar with staples in the periumbilical/pelvic area. Diagnostic tests included physical examination, tap scanner imaging, and liquid puncture for the seroma. Interventions performed were liquid puncture and the introduction or restart of anticoagulants after surgery. A liquid puncture was performed for the seroma, and anticoagulants were introduced or restarted after surgery on (B)(6) 2025. The adverse event was resolved. Both the investigator and sponsor assessed the event as possibly related to the index procedure and the study mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 14 days following the implantation of the mesh, there was a subcutaneous seroma, swelling at the site of the former hernia without pain, inflammation with pus in the pelvic area, a hard but painless left abdomen, and a scar with staples in the periumbilical/pelvic area. Diagnostic tests included physical examination, tap scanner imaging, liquid puncture for the seroma, and clinical examination. Clinical examination showed that there was less than a centimeter of disunion at the umbilical level that was healing. Interventions performed were liquid puncture and the introduction or restart of anticoagulants after surgery. A liquid puncture was performed for the seroma, and anticoagulants were introduced or restarted after surgery on (B)(6) 2025. The adverse events were resolved. Both the investigator and sponsor assessed the subcutaneous seroma was possibly related to the index procedure and the study mesh. The disunion of the scar was assessed by the investigator as possibly related to the index study procedure and the outside standard of care cip procedure. The sponsor assessed the disunion to be possibly related to the index study procedure and but not related to the outside standard of care cip procedure. Both sponsor and investigator assessed that the disunion was not related to the study mesh.

Manufacturer narrative:
Additional information: b5, g3 correction: h6 (removed fdp/ime code: c50579). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 14 days following the implantation of the mesh, there was a subcutaneous seroma, swelling at the site of the former hernia without pain, inflammation with pus in the pelvic area, a hard but painless left abdomen, and a scar with staples in the periumbilical/pelvic area. Diagnostic tests included physical examination, tap scanner imaging, liquid puncture for the seroma, and clinical examination. Clinical examination showed that there was less than a centimeter of disunion at the umbilical level that was healing. Interventions performed were liquid puncture and the introduction or restart of anticoagulants after surgery. A liquid puncture was performed for the seroma, and anticoagulants were introduced or restarted after surgery on (B)(6) 2025. The adverse events were resolved. Both the investigator and sponsor assessed the subcutaneous seroma was possibly related to the index procedure and the study mesh. The disunion of the scar was assessed by the investigator as possibly related to the index study procedure and the outside standard of care cip procedure. The sponsor assessed the disunion to be possibly related to the index study procedure and but not related to the outside standard of care cip procedure. The adverse event was not related to the device but had possible relation the study procedure.